Manufacturer narrative:
The peripheral exchangeable orbital atherectomy device (oad) and the flex tip guidewire were returned for analysis. During functional testing , a significant resistance when attempting to remove the guide wire was noted. The driveshaft and engaged wire were destructively cut proximal from the crown. The proximal guide wire section was removed from the handle assembly with resistance due to the shipping damage. The distal guide wire section was removed with significant resistance due to the adhered material. The test wire could not pass the adhered material but passed the remaining driveshaft and handle assembly without issue. Review of the device data log identified a stall event during the procedure. Examination did not reveal any damage that would have contributed to the material accumulation. The morphology and exact root cause of the accumulated biological material is unknown. When tested, the oad functioned as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Updated fields: b4, g3, g6, h2, h3, h6 (annex b, annex c, annex d) & h11. Csi ID: (B)(4).

Event description:
During a peripheral procedure to treat a calcified lesion in distal peroneal artery using a diamondback exchangeable peripheral orbital atherectomy device (oad) with antegrade femoral approach, the oad stalled on high speed after successful treatments on low and medium speeds and the distal wire access was lost. It was rewired and intervention was continued followed by percutaneous transluminal angioplasty. The oad and viperwire were removed together. Vessel spasm occurred in the patient. However, the procedure was successfully completed. Nitroglycerin and adenosine were administered to treat vessel spasm. The patient was in stable condition. In the physician's opinion, the oad caused and contributed to vessel spasm in the patient.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted once the investigation is complete. Csi ID: (B)(4).